Manufacturer narrative:
The report we rec'd indicated that a trapease permanent filter was placed in the pt on (B)(6) 2002. During the pt's series of abdominal work up, the radiologist noticed the filter was broken. The product is not available for eval and testing. Add'l info will be submitted within 30 days upon receipt.

Event description:
Filter was broken.